Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device is still implanted in the patient.

Event description:
It was reported that there was a descaling and acute sepsis of the patient's right shoulder.

Manufacturer narrative:
Please note the corrections made in the h6 device code, the clinical signs code, the results code, and conclusion code: the reported event could be confirmed, since the medical records confirm the infection and the loosening. The medical records were available and provided to the medical expertise for his opinion: "I believe the loosening is a result of the infection, and the mechanical stress applied to the joint during opening of the can most likely provoked the already loosening glenoid construction, causing the moment of acute pain. Infection will cause an inflammatory response of the whole joint, including the device-bone interfaces (the surgeon reports that also the humeral component was easily removed from the bone). The infection was caused by a typical skin bacterium, infecting the whole joint, including the graft. The origin of the infection is not due to the graft, the autograft itself is sterile when taken from the patient¿s own humerus." The root cause of this event is due to an infection caused by a typical skin bacterium. This infection then led to the loosening of the device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a descaling and acute sepsis of the patient's right shoulder.